Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00264 on 26oct2021. Additional information (09dec2021): an outside of the united states (ous) customer reported a discordant, falsely depressed enzymatic creatinine patient result that was obtained on an atellica ch. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. There was no indication of reagent delivery, however there was indication of foaming issues after reagent 1 and sample addition based on the photometer data. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, siemens could not rule out pre-analytical variables or sample specific issues as contributing factors. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a falsely depressed enzymatic creatinine result obtained on an atellica ch 930. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine result was obtained on an atellica ch 930. The initial result was not reported to the physician(s). The sample was repeated on the initial instrument twice. The first repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine result.